Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was determined that the cause of the issue was a dirt/debris/sticky standard paddles assembly. The standard paddles assembly along with its housing was cleaned to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not recognize the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was received at stryker. Stryker performed an initial evaluation of the customer¿s device and provided a quote to the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not recognize the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.